Manufacturer narrative:
(B)(4). Initial report: the appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information requested including: ¿operative notes (primary and revision), ¿x-rays (primary and revision), ¿patient activity level, weight and medical history, ¿did the patient follow correct post-op protocol, ¿an update on the patient post revision, and if received shall be made available in a supplementary report. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision - washout and dm head exchanged due to infection. This was the 3rd revision of this patient.

Manufacturer narrative:
(B)(4) final report: additional information requested including: operative notes (primary and revision), x-rays (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, however this information was not provided, and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product nonconformity or deviation from process that would have caused or contributed to the infection. Based on the available information, no further investigation can be conducted, and the root cause of the infection is unknown, however, infection is a known complication of any surgery, and therefore this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.